Event description:
It was reported that the jostent graftmaster was successfully deployed, completely covering the cavernous segment of the right internal carotid artery (rica), to treat an injury in the rica that occurred during the surgical removal of a microadenoma of the pituitary gland; the injury had embolized and the patient's prognosis was poor. Angiography revealed injury distal to the jostent graftmaster; the distal injury was reportedly due to the surgery, not the graftmaster. The patient suffered from acute blood loss anemia and hypotension requiring blood transfusions and vasopressors. MRI revealed the patient had anterior cerebral artery and cerebellar embolic strokes with no improvement in his neurological condition. The patient was also diagnosed with hydrocephalus and cerebral edema. Subsequently, the patient status was made a do not resuscitate five days after the procedure. The patient was removed from the respiratory ventilator and placed on a morphine drip. The patient expired seven days after the surgery. An autopsy was not performed. The physician reported that the jostent graftmaster did not malfunction and the device was not involved with the patient's complications. According to the physician, the jostent graftmaster performed as expected and completely covered the cavernous segment of the rica. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death, embolism, hemorrhage, and hypotension are known adverse events as listed in the graftmaster otw instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Correction: macroadenoma.

Event description:
Subsequent to the previously filed medwatch, it was found that the right internal carotid artery (rica) injury occurred during the endoscopic endonasal pituitary macroadenoma resection. After the graftmaster was deployed, bleeding persisted around the graftmaster. A non-abbott stent was implanted, but the bleeding persisted. A pseudoaneurysm had formed at the distal rica. There was narrowing in the rica distal to the graftmaster that was treated with nicardipine that may have been vasospasm. The rica was deconstructed with two coils and a liquid embolization system. CT scan of the head showed blood in the pituitary gland which may have caused compressive third nerve palsy. CT scan of the head also showed intracranial, intraventricular and subarachnoid hemorrhage and bilateral infarcts. Bilateral ventriculostomies were placed to drain the continued bleeding. Medications given to patient include mannitol, sliding scale insulin drip, antibiotics, propofol for sedation, and protamine to reverse the heparin given during surgery. The patient was also transfused with platelets to reverse the plavix and aspirin given. The patient's estimated blood loss was 4 liters.